Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for high out of range shock impedances of greater than 125 ohms. Impedance trends showed the rise had been gradual, so it was recommended to increase the shock impedance alert to 150 ohms. Further testing may be performed if the values reach near 150 ohms. At this time, the rv lead remains in service and there have been no adverse patient effects reported.